Event description:
On (B) (6) 2010, the pt was implanted with a scs system. On (B) (6) 2010, the pt presented at the doctor's office with a fever. The dr removed and discarded the leads. The pt was admitted to the hospital and put on antibiotics. The doctor preliminary assessment revealed that the pt had an epidural abscess. The doctor also noted that the pt has been diagnosed with diabetes and is prone to infections. The doctor did not give any other details about where the infection was located or whether a culture was taken.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.